Event description:
It was reported that a flogard infusion pump presented a low battery alarm. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A visual inspection, event history log review, and functional testing were performed. The functional testing and review of the alarm log revealed the low battery alarm. The cause of this alarm was determined to be a damaged main battery. The battery was replaced to resolve the condition. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.